Manufacturer narrative:
The technician inspected the bed and found the bed functioned as designed.

Event description:
The account alleged the bed is raising on its own intermittently. No injury reported.